Event description:
It was reported that unspecified malfunction occurred. The date of the event is an approximation. On (B)(6) 2025, the patient was attempting to activate a new sensor and transmitter. While waiting for the devices to begin functioning, the patient began feeling unwell later in the afternoon. She reported experiencing significant confusion and was unable to recall events following her decision to call an uber for assistance. According to the patient, the uber driver contacted emergency services, and an ambulance was dispatched. The patient was unable to perform a fingerstick test prior to hospital arrival. Upon admission to the hospital, the patient was unable to recall whether a fingerstick test was performed, citing feelings of restraint and disorientation. She was diagnosed with diabetic acidosis and received treatment including an insulin IV drip, potassium, folic acid, and other medications, though she could not recall all the specifics. The patient was discharged on 08/08/20258, at approximately 3:00 pm and reported feeling better at the time of discharge. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.